Manufacturer narrative:
Initially, this ICD was expected to be returned. However, information was reported that the ICD in fact will not be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The ICD was successfully explanted and will be returned for laboratory analysis. No additional information is available. Once the ICD has been returned and analysis completed, this report will be updated.

Event description:
Additional information was reported that the hospital released the explanted device and it was returned for laboratory analysis at a later date.

Event description:
----

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed the elective replacement indicator (eri) after being implanted for 48 months. There was a concern that the battery had depleted earlier than expected. The ICD was successfully explanted. No adverse patient effects were reported in association with the explant procedure.